Event description:
Fmc product complaint received. "Blood leak" of the dialyzer found with first use dialyzers. Not known whether dialyzer was pre-processed. Blood was detected in the effluent dialysate. The dialysis was restarted on a second dialyzer without further incident. Estimated blood loss 150 cc due to discard of the extracorporeal circuit. There were no adverse effects to the patient or medical intervention required. The dialyzer was discarded. MDR filed due to blood loss reported.